Event description:
Flew off - oral-b [device breakage] did not fit as tightly onto the appliance - oral-b [device connection issue]. Case narrative: female consumer via letter stated that the oral-b toothbrush head did not fit as tightly onto the oral-b toothbrush appliance and flew off while she was cleaning her teeth. No injury was reported. (B)(6)-2024 follow up via pictures: the suspect product was an oral-b crossaction toothbrush head. No injury was reported.

Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return.